Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad is not responding with evidence of moisture under the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings:the complaint of a keypad response issue could not be duplicated or confirmed on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under the up, down arrow, and contract key contacts. Moisture was visible behind the display lens. Unrelated to the complaint, a crack was discovered along the battery compartment. Leaks were found during testing at the battery compartment, pump case seal, and display lens. The pump was opened and moisture was evident on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.